Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 242mg/dl on the contour next link 2.4. Although he did not have hyperglycemic symptoms, he accepted an unknown amount of insulin from his pump, then had symptoms of being dizzy, shaky, and had a headache. He drank orange juice and ate a sandwich. Twenty minutes later, he felt better. The following day, he received a blood glucose reading of 464mg/dl on the same meter, retested on another contour next link 2.4 meter, and the reading was 200mg/dl. He manually input the reading into his pump. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation new meter and strips were sent to him.

Manufacturer narrative:
Visual inspection of the returned strips observed some type of white powder and a yellowing of the matrix around the strip chamber. It was obvious that these strips had been exposed to some type of whiter powdery substance. The strips tested did not produce high results, but gave a slow fill used strip error. The inhouse sample of contour next strips were tested and gave satisfactory performance.